Event description:
Pt revised because of infection.

Manufacturer narrative:
No prod was returned. The investigation could not verify or identify any evidence of prod contribution to the reported problem. The initial report states that it is not suspected that the prod failed to meet specs. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.